Event description:
A loaned device was returned to olympus for processing. Upon inspection and testing of the returned device, a "freezing image" was observed. This report is submitted due to the finding of freezing image, found during in-house service of the device. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the problem of "freezing image." The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. There was no failure found after device inspection. Additionally, it was confirmed that the exterior and the function conformed to the specifications for shipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.